Event description:
A nurse reported that during cataract surgery, there was sudden burst or surge of power and the capsule became entrapped in the tip causing a posterior capsule tear. Pt outcome is unk. Additional info has been requested. This is the second of two related reports.

Manufacturer narrative:
The investigation, including root cause determination, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).